Event description:
A report was received stating, during patient use, the ventilator experienced an alarm followed by a blank screen. The patient was removed from the ventilator and placed on an alternate device. There was no report of patient harm or injury. There was no serious injury or death associated with this report.

Manufacturer narrative:
(B)(4). Information was received from covidien affiliates stating the ventilator experienced a faulty graphical user interface (gui) printed circuit board (pcb). The gui pcb was replaced to resolve the reported issue.

Manufacturer narrative:
(B)(4).